Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose as in the 500's mg/dl. Customer did a complete set change and treated with an injection based on the bolus wizard recommendation. Customer's blood glucose dropped down to 37 mg/dl. Caller stated that the customer was not acting as if his blood glucose was high or low, so she thinks the meter may be giving false readings. Customer is currently at school and caller does not have the pump or meter in hand. Customer's blood glucose was 592 mg/dl at the time of the incident. Caller was advised to have the school nurse check on an alternative meter to compare readings.